Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms were confirmed by an onsite abbott representative; however, a specific cause for the reported alarms could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including death. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management,¿ explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was experiencing frequent chronic low flow alarms and it was medically deemed that the low flow alarm threshold be lowered to 2.0 liters per minute (lpm). The low flow software was applied to both the primary system controller and the backup system controller. It was later reported that the patient passed away on 27dec2023 and no other information was provided.